Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, edema, anxiety-product/procedure; not device related: malaise, headache, inflammation/irritation, autoimmune/connective tissue-symptoms of, varied injuries.

Event description:
Patient reported right side "after several years battling several auto immune related symptoms with no positive diagnostic, I've decided with my doctor that I would remove the implants". Patient representative additionally reported capsular contracture baker grade unknown, pain, reduction of the vitality, directly impairing the basic routine, even to sleep headaches and risk of alcl. Patient additionally reported "about the scar resulting from both surgeries, of breast asymmetry, and of the increase of fatty tissue in the abdominal region, back, flanks, and arms." The events of "significant reduction of the vitality, directly impairing the basic routine even to sleep" and headaches are not considered device related. The device has been explanted.